Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2025, during the night the cgm device would have alerted for a high cgm reading, and the insulin rate was automatically increased on the basal based on this. The patient experienced a loss of consciousness. An ambulance was called, and the patient would have experienced a severe hypoglycemic event. Treatment for ¿sugar reabsorption¿ was mentioned, and the patient was brought to the hospital. When a fingerstick was taken at the hospital the blood glucose reading was 140 mg/dl. Ketones were tested and these were 0.3 mmol/l. No further treatment was reported, and the patient was discharged on the same morning. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.